Event description:
It was reported that the pt experienced intermittencies followed by a loss of lock between her external equipment and the implant. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Testing confirmed that the device was functioning. The pt's device was explanted and the pt was reimplanted with another advanced bionics device.